Manufacturer narrative:
This report is submitted on december 10, 2020.

Event description:
Per the patient, the device was explanted (date unknown). It is unknown if just the magnet was explanted or if the whole implant was explanted.